Manufacturer narrative:
Investigation results completed and problem of loss of power and program on a smiths medical cadd-ms 3, slate gray, mdl 7400 could not be verified during testing and no fault found. Software was replaced as a preventive measure. (B)(4).

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch ' does not turn on, lost programming since patient was not rotating pumps." No patient adverse events reported.